Event description:
A user facility returned the olympus asset, duodenovideoscope, to the olympus service center for an annual inspection. Upon inspection and testing of the returned device, foreign material on distal end and leak at forceps elevator was observed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the grip had a scratch, the air/water and suction cylinder had discoloration, the right/left knob and the switch box had a scratch, the endoscope connector gets warm due to shortcut of charged coupled device cable, the electrical connector had corrosion due to water leakage, the connecting tube had coating peeling, the distal end was shaved and had residual liquid, the light guide lends had discoloration, water tightness of the forceps elevator was lost, and parts must be replaced due to annual inspection. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, due to a leak failure in the forceps base, it is possible that the foreign matter could not be removed due to the inability to reprocess properly. Olympus will continue to monitor field performance for this device.